Event description:
It was reported that the wake button was delayed in responding to touch. There was no adverse impact to the customer¿s blood glucose. Customer continued to use the pump for insulin therapy.

Event description:
It was reported that the wake button was delayed in responding to touch. Customer's blood glucose was 600 mg/dl. Customer administered manual injections to address bg level. Customer continued to use the pump for insulin therapy.